Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of a laparoscopy assisted distal gastrectomy procedure, the surgeon tried to fire the device to pulmonary parenchyma, however the handle was stiff from the first squeezing ,and the handle could not be fully squeezed. Replaced by new reload and handle, however the same event occurred. Replaced by another new reload and new handle, and the handle could be squeezed smoothly and the firing was completed. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the reloads noted that each unit partially fired. Staple pushers were visible at the 5cm cut lines indicating the point where the handle compression had stopped. Functional testing of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed partial firing was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.